Event description:
It was reported that during placement in the iliac vein, the biliary stent became difficult to deploy when being partially released. During retraction, the stent deployed and fractured. A part of the delivery system appeared to be detached. A balloon was used to open the stent and during removal, the detached part was pulled out along with the balloon. Then a stent graft was placed inside the fractured stent. The pt was reported to be doing well post procedure. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to mfg and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a mfg-related failure. During the eval of the returned sample, the distal tip of the outer sheath with the marker band was found to be torn off and missing. The stent was not returned as it remains implanted. The fracture site shows characteristics of a tensile break. As no images were provided, the reported stent fracture could not be confirmed. Potential factors that could have led or contributed to the event have been evaluated. As the reported issue was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. This kind of event may be associated with a difficult vessel anatomy or challenging placement site causing high friction during stent release. The reported application represents an off-label use of the device which my be another contributing factor. Based on the info available, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (...) Should be removed as a single unit." The IFU indicates that stent fracture is a potential adverse event associated with the use of the bard lifestar biliary stent system. The bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The safety and effectiveness of the device for a treatment as described has not been established.